Manufacturer narrative:
The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As received, the specimen consists of one-1 each sfc-b 150-035; returned coiled, loose and single-bagged within a "zip-lock" style poly biohazard pouch. The specimen presents a separation of the outer coil wire and the safety ribbon wire 9.70cm from the distal tip. The separation region and several locations from the coil separation to 1.60cm proximal of the cut present coating damage and melt damage to the underlying metallic wire. The coil and ribbon wire separation and the ptfe coating damage appear consistent with a focused application of heat. The specimen also presents several bends scattered over the length of the device. The detached segment distal of the cut presents a spiral pattern of scraped ptfe coating. No other damage or inconsistencies are noted to the specimen at this time. Both joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. At this time it is not possible to assign a definitive root cause for the event as reported; however, the damage presented by the specimen appears consistent with having been cut by the holmium laser during the ablating procedure. Based on the evidence presented by the sample and the information provided by the supporting documentation, procedural and clinical factors appear to have impacted on the event as reported. If any further relevant information is provided a follow-up medwatch report will be submitted.

Event description:
After passing flexible ureteroscope over a bentson guidewire up into the renal pelvis, a large renal calculus was identified and ablated into innumerable small fragments using the holmium laser. After inspection of the ureter, a stent was passed under cystoscopic and fluoroscopic guidance. After the stent was positioned, fluoroscopic images were obtained and a wire was seen to remain in the area over the renal pelvis. The stent was removed after a guidewire was passed. The ureteroscope was passed and a short segment of wire was identified as the distal aspect of the bentson guidewire. The wire was snared with an extraction basket and withdrawn without difficulty and intact. Fluoroscopy showed no retained wires at this point. The stent was then replaced with good position and no further complications were encountered.